Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was playing pickleball and received a shock. The physician called for review in which technical services (ts) discussed possible sinus tachycardia and then suddenly increased and the shock converts and slows the rhythm down. Ts observed a previous episode of possible atrial fibrillation (af) with rapid ventricular response (rvr) in which this patient received a shock. Ts referred to the physician for clinic diagnosis and discussed programming options. This s-ICD remains in service. No adverse patient effects were reported.